Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that moisture was found inside the insulin cartridge compartment. The reporter can not confirm an insulin leakage but can not deny it. It was cleaned by a dry cloth but there was still moisture.